Event description:
On (B)(6) 2013, the patient reported having infusion site issues and an elevated blood glucose level of 409 mg/dl. His target level is 100 mg/dl. He was able to correct the elevated level with an injection of insulin. He stated that on (B)(6) 2013 he inserted an infusion site and the following day there was an infection at the site. He went to the doctor and received two injections of rosaphon for the infection. The patient was given antibiotics to take to continue healing the infection. He cleans his infusion sites with alcohol before inserting them. The infusion set was discarded; therefore, no product was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.

Manufacturer narrative:
Conclusion: the complaint describing an infection cannot be verified, the head set meets product specifications. Result no samples were returned for investigation however the reference samples were visually inspected and tested for flow, leak and needle. All test results were within specifications. Sterilization batch record for # 5019857 was verified and they were found within specifications. The problem mentioned by the customer could not be reproduced.